Event description:
It was reported that a device error occurred (noise from the signal and cannot see). Additional information was requested (B)(4) 2014, the following was provided: there was no patient contact. There was no increase in surgery time. The event occurred before surgery. However, the patient was already under anesthesia when the event occurred. Information regarding patient demographics, if there was any patient injury or death alleged, how the surgery was completed, and patient outcome were not provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.